Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: serial number (B)(6), send to depot, received at depot, confirmed pump problem, needs new pneumatics, replaced full pneumatics system, pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing" final acceptance, provisioned pump to 08 server. Sent to heratherm, loaded into heratherm @ 16:00 and (B)(6) 2025, passed heratherm pulled @ 04:00 (B)(6) 2025, lvp burn-in test - fail, 24 hour dwell - complete, control system startup verification - pass. Pump log retrieval - fail - valve 2 slow_closure warnings occurred 3 times, sent back for repair, replaced full pneumatics system, sent to the test line, pump placed in bring up mode and sent to the test line, loaded into heratherm @ (B)(6) 2025 @ 16:00, taken out of heratherm @ (B)(6) 2025 @ 04:00, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service, work order type, corrective maintenance, order description, pump alarm, problem cause, equipment alarm/error, resolution code, replaced part, resolution detail, pump alarm when powered on. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:no question 2 did the issue stop an active infusion (yes, no, unknown)?:no" a preliminary review of the logs identified the following issue: undefined pneumatic system component failure. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.